Manufacturer narrative:
Qc performed before and after the event resulted within range. System checks ran on (B)(4) 2008 and on (B)(4) 2008 passed. Another system check performed on (B)(4) 2008 failed. Testing was performed from the primary tube. A field service engineer (fse) was dispatched on (B)(4) 2008: the fse ran a system check which passed; however, the fse noted some variance in recovery. The fse performed further troubleshooting and replaced several hardware components. The fse performed diagnostic testing and multiple replicates of level I and iii qc precision testing; all tests passed. The fse discussed diagnostic testing and results with the ER physician. A clear root cause for this event has not been determined to date. Note: this reportable event was identified during a retrospective review of complaints for additional reportable events/occurrences. This reportable event is related to previously submitted MDR#: 2122870-2008-141.

Event description:
A customer contacted beckman coulter inc., (bci) regarding an erroneous troponin (accutni) result above the ami cutoff generated by the access 2 immunoassay system for one patient. The accutni result was 4.2ng/ml. No additional testing was performed by the customer. The patient was transferred to another facility were it is believed, by the customer, that another troponin was tested and was negative. However, no data has been provided to support this information. It is believed the patient was discharge from the facility as the patient returned to the customer's facility the following day as an out patient.